Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please explain how prineo may have contributed to the deep lumbar infection? Does the surgeon believe that any ethicon product contributed to the infection? What is surgeons opinion on the factors contributing to the event? Dr. (B)(6) does not believe that the ethicon products used contributed to the infection. The surgeon believes that the insufficient closure due to technique had caused the infection. He has advised that he is happy with both dermabond and stratafix.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the lot number(s) reported in this event? N/k. How many occurrences are being reported in this event? One event contain under this pc logged. It was reported that the scar tissue was dented, please explain what is meant by dented: patient had a pre-existing scar that is concaved in (loss of tissue). You indicated that there was retraining on the products; was there a quality issue with the products? Or were the products not being used per the IFU? Insufficient closure leaving dead space. Did the suture or needle come in to contact with another instrument during the procedure? No. What other instruments were used during the procedure? Not provided. Was the device or product used for the intended purpose? Yes. If there was any patient consequences (medical treatment, type of surgical intervention if any, antibiotics, extended surgery longer than 15 minutes? Deep lumbar infection. Re-do l3/4/5 decompression. Is the complaint device(s) being returned to surgical specialties for root cause analysis? No. Are there pictures available that could be forwarded for review? No. Are there sterile samples from the reported finished goods lot available for testing? No. Additional information: surgeon advised that there were a few factors that has contributed: prineo being removed too early by staff or moisture and rolled off (re-trained), insufficient closure leaving dead space (re-trained assistant).

Event description:
It was reported that a patient underwent spinal l3/4/5/ decompression procedure on (B)(6) 2018 and barbed suture was used. The surgeon used barbed suture for fascia and muscle and another barbed suture for subcutaneous/subcuticular closure. The surgeon used topical skin adhesive on skin. The patient experienced deep lumbar infection on unknown date. A second procedure was performed as revision of lumbar decompression on (B)(6) 2018. It was reported that there was an area of tissue cut out to clean out the infected area and re-suture. The initial incision would have been around 10 cm and the new about 20cm, plus they probably cut about 2cm on both sides. The patient was treated with IV antibiotics. Patient had a pre-existing scar that is concaved in (loss of tissue). The patient is reported as healing well. Additional information has been requested.